Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image, white residue on the air/water channel and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the noisy image was due to component failure. In addition, the cause of the white residue on the air/water channel and auxiliary channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.